Event description:
This lead was capped on (B)(6) 2011 for an unknown reason. It was reported to technical services that it was explanted on (B)(6)2012 due to erosion. No facility or physician is known at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).